Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an right ventricular (rv) lead was attempted but not used during implant due to the physician could not insert the mandrel, or stylet, through the lead all the way. The lead was not used, and a different lead implanted instead. No patient complications have been reported as a result of this event.